Event description:
It was reported that while updating the progammer with a universal serial bus (usb) for elective-replacement-indicator lock-up, the screen began to flicker and then the programmer shut down, two times. It was further noted that the power cord was frayed. The programmer was returned for service. No patient involvement or complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis confirmed the customer comment that the screen began to flicker and then it shut down. The printed circuit board was found to be out of specfication electrically.